Manufacturer narrative:
Additional information; h6 and h11 h11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the provided photographic sample, no problem was found with the lift and it was functioning as designed. The reported condition was not verified. The cause to the event was determined to be user error, where the slingbar's quick-release hook had been incorrectly attached to the adapter 22 (which was mounted on the scale). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Baxter medical was contacted by the customer to report that a patient death occurred associated with the use of the golvo 7007 device. The customer reported that the ¿stirrup came loose which caused the patient to fall approximately 1 meter.¿ the customer also reported that the fall was likely the cause of the patient¿s death.

Manufacturer narrative:
D4: unique identifier (UDI)#: is not available at this time for the product reported in this medical device report. It is noted that the device is not available for service/inspection by baxter. Additionally, repair and maintenance are performed by the customer. The customer reported that the device¿s quick-release hook was replaced following the event, ¿but did not seem to be the cause¿, as the hook ¿was in perfect condition. ¿due diligence efforts are in progress to obtain additional event information, however, at the time of the initial report, the customer representative declined to provide further details. The golvo mobile lift is intended to be used for transferring patients (adult or children) between devices (e.g., within the room), floor lifting, horizontal lifting, supporting patient limbs, ambulating patient, bathing patient, toileting patient, weighing patient, and transferring patients from car. Intended for use in the following environments: health care, intensive care, emergency ward, rehabilitation, and habilitation. The device instruction for use provides the following safety instructions to perform before each lift: ¿before lifting always make certain that: the lift strap is not twisted or worn and that it can move freely in and out of the lift unit; the lifting accessories is selected appropriately in terms of type, size, material, and design with regard to the patient¿s needs; lifting accessories are not damaged; the lifting accessory is correctly applied to the lifting equipment; the lifting accessory is correctly and securely applied to the patient, so that no personal injury can occur; the sling¿s strap loops are correctly fastened to the slingbar hooks when the sling strap is extended, but before the patient is lifted from the underlying surface.¿ in this event, a serious incident (fall with patient death) occurred. The determined cause of the fall and subsequent death, as well as the specific details of the sequence of events associated with this event and the use of this device, is unknown. Follow-up attempts to obtain additional incident information from the customer are in progress. Based on the sparsity of details, a device malfunction and/or use error cannot be ruled out at this time. Should additional relevant information become available, a supplemental report will be submitted.